Event description:
The customer obtained a non-reproducible, falsely elevated troponin I es result from a patient sample (troponin I es= 0.10 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient result was not reported from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, falsely elevated troponin I es result. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated troponin I es result was obtained from a patient sample while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a reagent related issue, pre-analytical sample processing issue or an instrument related issue cannot be ruled out as potential contributing factors.